Manufacturer narrative:
The camera 9735821 vega base s8 svc was returned for analysis. Analysis found that the returned camera had many nicks and scratches including both lenses. A check of the event log showed an extensive history of intermittent firmware incompatibility dating back to jun 2017. There were intermittent entries for illuminator current low dating back to dec 2017. There is a battery voltage low message along with bump detected and storage temperature exceeded. The camera also failed an accuracy test (aak) at .797 mm with a passing threshold of .25 mm. Codes b01, c07,and d02 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no patient involved. It was noted that the likely cause was a software malfunction from repetitive use and the system being older.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: camera refurb 9735821r vega base s8 svc camera 9735821 vega base s8 svc the system was serviced in the field and there was a bump and temperature error detected. The camera was replaced. Product 9735821r was returned for analysis and powered up on the test bench with the amber fault light on. A check of the event log showed a bump was detected on mar 9, 2023. Otherwise, the camera passed an accuracy test (aak) at .076 mm with a passing threshold of .25 mm. H6: codes b01, c07, and d02 apply to the system service. Codes b01, c07, and d02 apply to the analysis of 9735821r . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was displaying both the green and amber lights. The camera was not able to be used. It was unknown if there was a patient involved. Additional information was received. It was reported that when a medtronic representative (rep) was on site replacing the camera, he turned the system on and the camera still had a green and amber light illuminated. The software also displayed the message "localizer not connected". Technical services (ts) had him open the ndi toolbox and check that the camera was connected. Upon checking the toolbox, the camera was connected and communicating. He checked the system statuses for the camera and found that the bump sensor was faulted. The rep stated he did not mishandle the package and was unsure why the camera's bump sensor was faulted. The camera chain connections were checked and everything was secure. Ts declared that the camera was an oobf.